Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the¿patient said they couldn't communicate with the ins. Patient said ins shifted. Patient said when they opened the patient up, liquid had gotten in. Agent did not ask about the circumstances that led to the reported issue. The device was replaced on (B)(6) 2011. No further complications were reported.